Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) defibrillation lead insulation damage was suspected due to low out-of-range pace impedance measurements less than 200 ohms. Rv pace impedance trends were characterized by a gradual decrease in measurements. Shock impedance measurements were within normal limits. This rv lead remains in service. No adverse patient effects were reported.